Manufacturer narrative:
Concomitant products: model: 407645, lead; implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patieint was experiencing some discomfort with diaphragmatic stim and phrenic nerve stim from their right ventricular (rv) lead during pacing. An lead revision was completed and a new pace/sense lead was implanted with the pace/sense portion of the existing rv lead was capped and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.